Manufacturer narrative:
(B)(4). To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one el5ml device was received in good visual condition. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed one clip with gap and five conforming clips. Upon inspection, the tip of the advancer was noted to be bent. Finally the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the general surgery coordinator informed me that clips malformed when being deployed from the jaws. The clips were described as one leg being longer than the other when close. Case completed with another device of the same product code. No other information was given. There were no patient consequences.